Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor tissue expander exp rnd remote 550cc experienced unknown-sided deflation post procedure. As a result, device was removed on an unknown date.

Manufacturer narrative:
Suspect device received on december 09, 2021. Device evaluation completed on december 10, 2021: information received with the device indicated that the procedure was primary reconstruction surgery. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the exp rnd remote 550cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2021 additional information received indicated that the patient underwent replacement with cat#: 3504307m, sn#: (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).